Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Due to the event, the customer experienced an elevated blood glucose level (bg) displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction bolus via pump to address bg. The customer will continue to use current pump for insulin therapy.